Event description:
A customer reported experiencing a malfunction with their pump, identified by a malfunction code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue occurred again, which the customer understood.